Event description:
It was reported that the bg101-350 model glaucoma implant was implanted into the patient¿s ocular dexter (right eye) to address high eye pressure. The patient reported fluctuations in eye pressure and experienced excessive watery eyes. The patient reported the following events with the eyes. Glaucoma surgery resulting in two intraocular lens (iol) implants and had laser surgery. The patient reported no issues with the product. The patient is disabled from an unrelated health issue (poor back and rotator cuff). The shunts were put in due to very low pressure; 1% in left eye and 5% in the right. The patient was prescribed four antibiotics. The patient stated that the eyes were watering so much that the patient stopped taking the medication and ended up with eye pressure of 40. The doctor removed "rip cords" from the shunts and mentioned that the patient may need additional sutures. On monday (unspecified date), the patient went to see the doctor because the eyes stayed dilated and made the patient feel sick. The doctor removed the rip cords and discovered ulcers in the right eye. In addition, there was an issue that required three tries to remove the rip cords. The patient reported that if the eye "perforates" the doctor will need to do an additional surgery. No further information is available. This report is to capture the right eye event. A separate report will be submitted to capture the left eye event.

Manufacturer narrative:
Sections a-3b patient gender, a-4 patient weight, a-5 patient ethnicity, and a-6 race: unknown as information was not provided. Section d-6b date explanted: not applicable as the glaucoma implant remains implanted in the patient¿s ocular dexter (right eye), therefore not explanted. The device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - clinical code: 4471 - is to capture pupil dilated and patient feeling unwell/sick. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.